Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had endovascular aortic repair for a 5 cm right common iliac artery aneurysm and 4.5cm abdominal aortic aneurysm. The patient had coiling of the right internal iliac at that time. The patient was then lost to follow up for 18 months prior to this report. The patient then presented to the emergency room with pain and hematoma around the right common iliac. Upon angiogram it was determined to be a type 3 endoleak between the main body and 1610 extension. A percutaneous approach was used and an extension was placed bridging the overlap of the original devices. During the procedure the patient¿s pressure dropped, but stabilized after the implant was complete. It was noted that it remained narrow. Thrombus was noted in the proximal graft and limbs, reducing the flow lumen of the original main body. It was also noted that the issue resolved. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that this was a disjunction in the limb but the physician was unable to determine how this happened. It was also noted that the physician did not have an answer regarding the thrombus, narrowed lumen, and reduced flow.

Manufacturer narrative:
(B)(4).